Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 726 mg/dl, 650 mg/dl and 500 mg/dl at the time of incidence. Customer reported they inserted sensor and needle fell. No further troubleshooting for high blood glucose as it was past event. The insulin pump will not be returned for analysis.